Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in regarding a patient that underwent a small bowel study and an x-ray was performed more than one month after. The capsule was shown to be retained in the rlq of the abdomen about two months after ingesting the capsule. The patient remains asymptomatic. It is unclear if the patient had the capsule removed.